Event description:
It was reported by service report that there is intermittent power on the footboard. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Wire harness connector.